Event description:
It was reported that (1) device was used during a low anterior resection. It was reported by the affiliate that there were no staples in the tl60 instrument. The stapler was positioned and fired. The rectal stump appeared to be stapled closed. However, no staples were in the device. The rectal stump opened in the pelvis contaminating the pelvic cavity. The procedure was abandoned. Further surgery required.